Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and power system error. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
A low battery alarm was noted on the long history file. The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarms occurred when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause was the non sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.